Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: thirteen vapr coolpulse 90 electrode devices were received and evaluated. Of the thirteen electrodes received, eleven were reported as complaint devices. There were nine lot numbers reported for the eleven complaint devices; u1802108, u1710085, u1803061, u1709077, u1710190, u1801106, u1801107, u1709043, u1710043, however the devices could not be identified as to which device belongs to which lot. The reported failure mode of the eleven complaint devices was for poor visibility due to excessive bubbles. Visual inspection of one of the thirteen devices received revealed the active tip is missing and the ceramic on the distal tip showed signs of activation. No electrical or functional tests were conducted due to the condition of the electrode. Our affiliate could not provide any further information regarding this device¿s failure, therefore we cannot determine a root cause for the failure. The complaint of poor visibility due to excessive bubbles for this device cannot be confirmed. Visual inspection under magnification of the twelve other devices received revealed the device tips are in a used but as expected condition showing signs as having been activated. There were no obvious visual damage to the device handles, cables, or plugs of any of the twelve electrodes. The devices were taken to a lab, connected to a vapr vue generator and tested. When connected to a generator each of the devices was recognized and the proper settings were available. The electrode tip was submersed in a saline container and max settings for "ablate" and "coag" were applied. There was not an excessive amount of bubbles created for any of the twelve devices tested. This testing procedure was repeated several times to confirm the continuity of function. Therefore, the complaint alleging excessive bubbles cannot be confirmed. Manufacturing record evaluation (mre) reviews were conducted for all nine complaint device lot numbers reported, and our results indicate that these batches of product were processed without incident and therefore there is no internally assignable cause for the reported problem. One possible root cause for why the customer experienced the reported problem could be poor fluid management in the joint space. Other than this possibility, we cannot determine a root cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number and expiration date are unknown.

Event description:
It was reported by the affiliate via email that during shoulder arthroscopies bubbles appeared during the intervention. The surgeon couldn't continue to operate.